Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse reported restricted liquid separator canister fitting, removed restriction, and replaced parts listed reagent ab level sense beads.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak from the unicel dxc 600i instrument's cc sample probe. Customer changed the cc sample syringe plunger but the leaking continued. No reports of death or injury have been reported in connection with this event.